Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that the table top was not secured for brilliance 16 air 728246. The customer discovered the CT table top was not secured after completing a patient procedure. There was no report of any harm to the operator, patient or bystander during the incident. A philips remote service engineer (rse) confirmed that there was no harm to the patient or operator. The rse remotely instructed the customer how to secure the service latch to resolve the issue by instructing them to "push the table top as far in as possible, it will dock and then push the latch end down and as it locks in place turn the wing nut clockwise until it tightens". The customers then called back and followed directions given. The customer reported that the table was now locked tight and they were satisfied that table top was secure. There was no part replacement. No field service engineer (fse) was dispatched to the customer site. The rse could not confirm the reason for the loose table top. A review of the service work orders showed that the last service done (before this event) on the site was on (B)(6) 2015. During this service, the fse addressed the issue of the gantry shut down when tilting. Maintenance introduction gantry cover removal/installation procedures (page 12): "brilliance 6-64 gantry cover removal and installation procedures are located in the brilliance 6-64 gantry repair and replacement manual." Per the brilliance CT gantry repair and replacement manual: opening the gantry front cover: ensure the patient support top is as far away from the gantry as it will go. Unscrew the wing nut or nut on the sub frame quick release located under the front of the patient support. Unscrew it enough so that the other end will drop out of the slot in the bracket it engages. Move the patient support sub frame away from the gantry. Note that it may take considerable force to move the sub frame out of its normal position. However, after the initial resistance is overcome, the patient support sub frame should move freely. The engineering team performed a technical review of the issue: when a failure of the latch occurs, the couch upper sub-frame is allowed to move, taking with it the carbon top and potentially any patient on the carbon top at the time of failure. There is no motor or drive for this, as the movement of the sub frame is designed to be manual by service. This latch is not intended to be disconnected during clinical use. The couch movement is achieved by motors in the sub frame, which is latched in place relative to the base, and which drives the patient support (table) during clinical use for scanning and patient loading/unloading. If the sub-frame is not latched to the base, the couch becomes free floating at the sub frame interface, rather than the carbon top. This free floating motion is similar to the motion that the trained user would notice when the tape-switch is used in emergency extractions. The users perform regular quality assurance (qa) testing, including image quality (iq) tests, as part of scanner maintenance. During the qa testing, the user contacts the couch during manual loading/unloading of the system phantom during which the trained user would notice the free floating (i.e., disengaged) state of the couch. If the service latch is not engaged, and the user does not detect the free floating of the couch, there could be couch position errors introduced during clinical scans or qa checks that may not be reported by the system as an error to the operator. However, such couch position errors can introduce iq test failures during qa checks and incorrect positioning during clinical scans which may be detectable by the operator. Therefore, it is expected that a trained operator would not proceed to a clinical scan if qa check failed. Additionally, it is also expected that any incorrect positioning which could occur during clinical scans would not cause injury to the patient. The inadvertent motion of the sub-frame may cause a potential operator/technician entrapment and pinch point near the couch to gantry interface on the gantry bore side of the couch. The location of the hazard is not in an area where the user would normally be for patient loading/unloading or for operating the system controls from the gantry panel. Furthermore, the patient is not expected to have their arms in the vicinity of the same pinch point area during a clinical scan. Therefore, it is highly unlikely that either the operator or the patient will suffer injury from entrapment or the pinch point gap that results from the displacement between the tabletop and the sub-frame when the service latch is not engaged. The following mitigation's for this issue include: service personnel are trained to engage the service latch properly during any service activities that require opening of the gantry front cover. Floating table can be detected by trained personnel during loading/unloading a patient for scanning or loading a phantom for qa checks. Execution of qa checks per user instructions enables detection of table position errors when loading or unloading phantom. Service personnel are instructed to perform auto iq tests (acceptance/constancy and/or quick iq tests) after installation, preventive maintenance (pm), and corrective actions. Execution of auto iq tests, per service instructions, enables detection of table position errors. For oncology usage, positional accuracy testing using the therapy top calibration phantom enables detection of table position errors. During a helical scan, per design, cirs shall verify the couch is moving in the direction specified by the host and shall stop the acquisition if the couch positions are not updated as expected. Since the rse was not sure of the cause of the unsecured service latch, a root cause could not be determined. Field safety notification (fsn (B)(4)) that was sent to the field on (B)(6) 2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents. The rse remotely instructed the customer how to secure the service latch to resolve the issue.

Event description:
The customer reported that the table top was not secured. The philips remote service engineer (rse) confirmed that there was no harm to the patient or operator. The rse was informed that the customer discovered the CT table top was not secured after a patient procedure while the CT system was not in clinical use. The rse remotely instructed the customer how to secure the service latch to resolve the issue.